Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple controller faults can be confirmed. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded on october 16 from 1:13 to 12:46 where an intermittent controller internal fault alarm associated with an a2d fault was captured from 1:13 to 4:49 when in addition to the controller internal fault there were driveline disconnect, lvad off and low flow alarms. The alarms were active from 4:49:44 to 4:49:55 and the recorded pump speed remained above the low speed limit, the recorded flow was between 4.9-5.2 lpm, the calculated average pi was 4.7-3.4 and the motor power/motor current decreased to 0w/0a. The driveline disconnect, lvad off and low flow alarms cleared and the system continued to operate with a controller internal fault alarm until 4:52:07 when all alarms mentioned above were briefly recorded. The data captured at 4:52:26 revealed that all alarms cleared and the system operated with no active alarms until 12:36 when it appears that the driveline was disconnected, the speed decreased to 0 rpm and the shutdown sequence was started at 12:37. The periodic log file contained events recorded from 05oct2022 to 16oct2022. The recorded data did not add any new information regarding the reported event. The evaluation of the system controller revealed a significant amount of a dark green substance inside the controller which affected multiple circuits on the printed circuit board assembly (pcba). As a result, the system controller activated different alarms including controller internal fault, driveline disconnect, lvad off and low flow; however, the recorded pump speed and flow, which remained stable, suggested that the pump continued to operate during the incidents. During further evaluation, the power cables outer insulation was removed and the dark green substance was also confirmed in the cables. The substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller fault and driveline disconnect. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple controller fault alarms that could not be silenced for more than a few seconds and multiple pump stops. The log files contained the controller internal faults. The cause of the controller faults and pump stops were not identified and resolved with controller and modular cable exchange. The plan was to continue with routine patient monitoring. Related MFR # for modular cable: 2916596-2022-14586.